Manufacturer narrative:
A visual examination of the returned device was done. Upon investigation, it was found that the prongs appeared bent and opened to approximately 6mm. It was also noticed that there was a kink in the control wire. Product analysis could not confirm the reported complaint event. Based on the condition of the returned device and the evaluation conducted, a most probable root cause classification of operational context indicates that the complaint is associated with a product that meets the design and manufacture specification but due to anatomical or procedural factors encountered during the procedure, performances was limited. Investigation results revealed on (B)(4) 2013 that when the clip assembly was actuated and successfully deployed, the prongs were bent and opened to approximately 6mm and making this a non-reportable event. A review of the device history record (DHR) for this batch revealed no issues related to this event. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure. According to the complainant, during the procedure, the resolution clip was deployed but failed to release from the delivery system. The clip was able to grasp onto the tissue, but would not reopen. Eventually it was able to release after some difficulty. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure. According to the complainant, during the procedure, the resolution clip was deployed but failed to release from the delivery system. The clip was able to grasp onto the tissue, but would not reopen. Eventually it was able to release after some difficulty. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.